Event description:
It was reported that the user¿s pump unlock button was not functioning as expected, and the user was guided to the ilet mobile app where the restart option under firmware was not present; after updating the app and restarting, the user was able to unlock and access the pump. Investigation included troubleshooting with user guidance and a software update via the mobile application. Further investigation of this case revealed that the issue resolved after the app update and restart, indicating a software-related usability issue rather than a hardware failure. There was no user reported clinical symptoms and no adverse clinical effects during the event. Outcomes included restoration of normal device operation without clinical impact. It was concluded that, based on previously established findings for similar reports, the event was attributable to software behavior that was corrected through update and restart, with no patient harm/injury.